Event description:
It was reported that the infusion set was reported as loose and leaking. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.